Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. The reported inability to grasp could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break. A conclusive cause for the gripper line break and inability to grasp cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the gripper line was observed to be broken.

Event description:
This is filed to report gripper actuation issue. It was reported that a mitraclip procedure was performed approximately one year ago to treat degenerative mitral regurgitation (mr). Two clips (lot numbers unknown) were implanted successfully, reducing the mr to mild or trace. About a year later, it was discovered that the mr was recurrent at grade 4 and a prolapse in the anterior leaflet was observed. The previously implanted clips were unstable on the valve as the clips were moving and had a big mobility. On (B)(6) 2022, an additional mitraclip procedure was performed. An xt clip (20316r206) was advanced in the patient. However, after several unsuccessful grasping attempts (simultaneous & independent) the physician noticed that one of the grippers would no longer raise. The clip was retracted back to the left atrium and after several troubleshooting attempts the clip was taken out and replaced with a xtw clip. The xtw clip was implanted which successfully stabilized the previously implanted clips but the mr grade remained unchanged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclips referenced are filed under separate medwatch report numbers.